Event description:
When the patient went in for routine care, staff were unable to obtain a blood return from the port. A portagram and cxr were obtained and the tip of the catheter was noted to be fractured and broken off. The broken catheter was removed and a new port was placed.